Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
Customer reported false posiitve sars on flu+sars test. The customer communicated the result was confirmed negative by molecular (pcr testing) and upon repeat for sars. Customer stated patient presented sore throat as the sole symptom.